Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR report: 1627487-2017-00902, 1627487-2017-00906 & 1627487-2017-00907. It was reported the patient underwent a revision surgery on (B)(6) 2017 due to ineffective stimulation therapy. The patient¿s scs occipital (off-label) leads were explanted and replaced. The existing supraorbital (off-label) leads were repositioned. Effective stimulation therapy was reportedly established postoperatively.